Manufacturer narrative:
(B) (4) no product allegation: eval results - (other): visual inspection of the returned product showed both the optic and haptic were torn. (B) (4).

Event description:
It was reported that as the surgeon inserted the cc4204a single piece collamer lens and it would not seat properly in the eye. The lens was damaged as it was removed eye , however, there was no pt injury. The reporter stated the incident was the result of a loading error.